Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma late.

Event description:
Patient reported "felt light twinges in the right breast, at the end of 2021, the pains increased, the left breast began to be swollen, much larger than the other, very sensitive, painful, with a lot of redness and local heat, on physical examination, capsular contracture was found in both breasts, grade IV on the right and patient mentions the recall and reported being psychologically shaken and not sleeping for days." The record relates to the left side. The device remains implanted.